Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and stated that the therapy still wasn't helping their symptoms. Patient stated they were leaking and waking up 6 times at night and having to wear the big soft cotton pads when they went out. Patient stated the issue had been going on at least since (B)(6) 2024 but even before that because it really hadn't improved since they last talked to patient services. They stated it had been going on for at least 6 months. Patient stated they were supposed to have an appointment on (B)(6) 2025 however, it was cancelled and they felt like they really should get in to see someone. Patient stated they tried to connect last night ((B)(6) 2025) 3 separate times but they were unable to connect and it hurt to stand and that they were very frustrated. Patient services walked the patient through connecting to their settings. Patient services wanted to note the patient was not always listening to patient services and kept exiting the application by accident and alleged things kept "jumping around" however the patient was able to connect to see their settings and the external devices appeared to be functioning as intended. The therapy was on. The patient was at .9 ma on program 3. Patient stated they'd increased their stimulation a few times and it still didn't help and they couldn't go higher because it would hurt. Patient services reviewed device description/function as well as programming and stimulation considerations with the patient and the patient stated they wanted to switch to a new program however they felt they really should make another appointment first and talk to their hcp and the hcp's nurse practitioners first. Patient is going to call hcp office and will potentially call back for assistance in switching to a new program once they talk to their hcp office. The patient called back again repeating information previously reported in this case. Patient stated they got the "ok" from their dr. Patient mentioned they have an appointment with a nurse practitioner and they have requested an earlier appointment. Agent tried to confirm if patient's dr gave direction on changing programs and offered to assist patient with changing programs. Patient mentioned their dr told them to lower stimulation if they get into a different program. Patient reported that it took 10 minutes to get to the program because it wasn't working last night and they were frustrated because they were trying to raise it up. Patient stated when they saw it was "already a9" they thought something was wrong. Patient reported they think they need a closer appointment and also think they should have a "vaginal exam or something." Patient declined assistance on the call as patient requested to only speak with previous agent that patient worked with earlier today. Agent warm transferred patient to previous agent. Patient services assisted the patient in connecting to their settings. Patient stated at the top of the conversation they had "2 pink" applications, one on top and one on bottom and they first went into the bottom application and it said it was "searching for communicator". Patient services had the patient tap the 'home' navigation button at the bottom of the handset screen and the patient then went into the "top" application and they were able to select their communicator serial number and connect to see their settings. Patient stated sometimes that top app "didn't register" but they would use it from now on. External devices appeared to be functioning as intended. Patient services walked the patient through switching to program 4. Patient reiterated that the hcp office had told them that .9 ma was high and made a joke that they had "a lot of dead area" down there when switching programs. Patient increased the stimulation on program 4 to 0.9 ma and they said they felt a flutter but then they didn't feel it. Patient services again reviewed stimulation considerations with the patient and the patient a few minutes later said when they switched positions (sat up straight) the stimulation felt pretty strong so they backed the stimulation down to 0.7 ma and confirmed it was comfortable. Patient services then walked the patient through ending their session. Patient to monitor their symptoms now that a change had been made and noted they would talk to their nurse practitioner at their appointment about other programming considerations on (B)(6) 2025.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they kept waking up in the middle of the night with a wet pad and have to change it. The patient said they have been on antibiotics for 14 days and are drinking more liquid. Reviewed how to increase stim. The patient was able to increase stim as desired.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.